Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: a battery compartment crack was found at top left corner of grip pad and near lower left corner of grip pad. The display is dim, pink. The audio bolus button cover is punctured, but audio bolus button still responds to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.